Event description:
During endoscopy, patient became hypoxic and ambubag was used to bag valve mask patient, but despite good chest rise and positive end tidal carbon dioxide, patient remained hypoxic. When provider realized reservoir bag was not fully inflating, different brand ambubag used and patient's hypoxia immediately resolved. Aside from switching ambubag device brands, everything else remained the same. During the defective device use, patient's saturations dropped as low as 40%. This has occurred with the same product in the past and the nurse in the room recalled issues, prompting faster discovery of the issue.